Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an estimated implantation period of about 7 months, oversensing with inappropriate therapy was reported. No adverse patient side effects have been reported. The implant date was not reported and all available information suggests this system remains implanted at this time.